Event description:
It was reported that a user experienced a scan error when attempting to start a new freestyle libre 3 plus sensor with the ilet app, receiving a message that sensor information failed to transfer to the ilet after initial pairing attempts. Symptoms included no blood glucose data availability during the sensor warm-up initiation. Outcomes included temporary interruption of cgm data and no health impact. User support included guided troubleshooting and education on the pairing process. Investigation of this case revealed that the error resolved after restarting the ilet and rescanning, indicating a transient communication or data transfer issue between the sensor and the ilet application. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction resulting in temporary communication failure, resolved with standard troubleshooting.

Manufacturer narrative:
Initial.